Event description:
It was reported that a lead dislodgement, back into the atrium, was detected on x-ray during a follow-up exam. Recently, the patient had pneumonia, with very severe coughing for several days. She also moved recently and carried a lot of boxes. Per her doctor, it was during this time that the dislodgement occurred. The lead was explanted; no patient complications were reported as a result of this event.